Event description:
New information notes that prior to being explanted, an increase in capture threshold was observed.

Event description:
It was reported that the lead was explanted and replaced due to suspected externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 7.2-8.6cm from the distal tip, consistent with lead friction to another device or heart feature. The (B)(4) coating was abraded at this location. External insulation abrasion was noted at 14.9-16.6cm from the distal tip, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 34.4-35.8cn from the distal tip. The etfe coating was intact at these locations.